Manufacturer narrative:
Additional information:

Event description:
The user facility reported that debris was on the outside of the cement mixer upon delivery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that debris was on the outside of the cement mixer upon delivery. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.